Event description:
It was reported that there was a perforation. Several unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The DHR could not be reviewed as the lot number is unk. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. The 510k number for the femoral filter is k062887 and is k052578 for the jugular filter.